Manufacturer narrative:
Additional information: h4 - manufacture date. H6 - codes updated. Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to specification valid at the time of production. There are no other similar complaints within this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Excerpt of instructions for use (IFU) (aesculap ag internal reference no. (B)(4) change no.(B)(4)): 2.3 risks, adverse effects and interactions - potential complications that the manufacturer is currently aware of: - infection - cerebrospinal fluid leakage - adhesion - allergic reactions to proteins of bovine origin risks, side effects and interactions caused by the patient's comorbidities or in combination with other products are not known. Note: the items in this list include the potential clinical consequences. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product 1067040 - lyoplant onlay 7.5x7.5cm. According to the complaint description, the patient underwent a second surgical intervention nearly two years following the initial procedure, prompted by findings from routine follow-up imaging. These images revealed changes that were interpreted as potentially indicative of tumor recurrence. Based on this finding a revision surgery was indicated. During the revision surgery, the surgical team observed that the site where lyoplant had been implanted was covered by abnormally thick tissue, which was firmly adherent to the underlying brain surface. No difinitive evidence of tumor was identified intraoperatively. Instead, the observed findings were consistent with an inflammatory response. An alternative material was selected for duroplasty during the second surgery. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no.(B)(4).